Event description:
Radiology tech applied a medline instant hot pack to the pt's back for pain relief. Possible heat blister noted to pt's lower back in the day. Facility noticed a change in the medline packaging approx two months ago. It appears that medline changed the packaging of their product from maroon /yellow to red / white. The new red/white packaging appears to get hotter than the old maroon / yellow packs. A quick test with the temp gun showed the old maroon / yellow hot pack reached temps of 99 while the new red / white pack reached temps of 114-117 degrees f.